Event description:
Customer alleged motor is leaking and it goes in circles or not driving at all. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41sr20r, serial number/date code (B)(4) is approximately 4 years 3 months old. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's son called and stated that his mother's power chair is leaking oil, makes a grinding noise and the chair will go around in circles. The purchasing dealer sent a tech to the consumers home and the tech was to order parts for repair. The consumer has heard nothing back regarding the parts of a repair. Invacare referred the consumer's son to a local dealer for repairs. The consumer has a back up manual chair, but the son stated that she is too ill to use a manual chair. No injury alleged.